Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece with an explant tool inserted. Full breach insulation degradation was noted adjacent to the connector boot at 6.5 cm from the connector pin. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.